Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: last night during a cardiac arrest we had an ezio needle failure. The needle was a blue adult size 25mm 15ga. The io had no problem entering the bone, but the stylet would not come out of the catheter and seemed to be stuck together. I tried multiple times to free it and had no success. Another team member was on the scene as well and was unable to detach the stylet from the catheter. The delay was minimal, and another io was placed in the other leg. I do not believe this had that great of an effect on any outcome. The io was left in place on the patient who was transported to the hospital.